Event description:
It was stated that drill was being used to collect bone plug from the ilium to fill the tibia. When the drill passed through the ilium, the edges of the drill had rolled outwards and it took some time to retrieve the drill. The surgeon experienced approximately a 60 minute delay as a result. Nothing broke free from the drill therefore, retrieval of loose pieces was not necessary. This issue resulted in pt's loss of blood and risk of being under anesthesia. Pt was noted as having hard bone. It was reported that the drill had been re-used.